Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product event summary #(B)(4) - the lead was returned and analyzed. Analysis revealed no anomalies were found. However, there was blood in the distal conductor (not obstructed). There was blood in the proximal conductor (not obstructed).

Event description:
It was reported that during the implant attempt, the physician positioned the lead and found that the patient had diaphragmatic stim ulation. After several attempts, the physician decided to use a different lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.